Event description:
Information was received that patient circuit connector port is broken. No patient injury resulted.

Manufacturer narrative:
Other, other text: returned device was received with a missing patient outlet fitting, bowed faceplate, cracked gas supply indicator, cracked door, and the tidal volume knob rubs against the components. Manometer is out of spec at approximately -15cmh2o. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.